Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has experienced surges of stimulation and noticed that amplitude has changed from around 3.1 ma to 5.8 ma. Patient couldn't remember if they had changed the amplitude or not but commented that they never saw number increase, they believed it had just changed sporadically. Patient is on evolve programming so patient was able to feel change in stim. Patient did not and does not have adaptive stim enabled so technical services reviewed that controller wouldn't change amplitude on it's own. Caller went through controller education with the patient and there seemed to be misunderstanding about the controller function but patient couldn't remember a lot about when the issue occurred so it couldn't be determined if this was user error or not.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause was unknown. The actions taken to resolve this issue was education. It was unknown if the issue has resolved.